Event description:
A report was received that the patient had pain at the pocket site. The physician will give the patient a trigger point injection.

Manufacturer narrative:
Additional information was received that the pocket pain was due to the way patient was sitting on the ipg. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had pain at the pocket site. The physician will give the patient a trigger point injection.